Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional testing of the returned device. Upon visual inspection revealed that fms connect (vue) external aspect of the cord is in normal used condition. A functional test was performed, the device was connected to fms duo pump. The default settings were present on the pump, the blue indicator light was shown indicating the interface cable was recognized by the test pump and was receiving power. A test shaver handpiece was wired through the interface cable. When the shaver was activated, the blue indicator light was flashing on the device indicating the interface cable did recognize the current going through the test shaver; however, the device did not activate the pinch valve on the pump. ¿ the overall complaint was confirmed as the observed condition of the fms connect (vue) would have contributed to the device issue. ¿ based on the investigation findings, the potential cause is traced to wear of device's internal components, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a non-working interface cable. As per IFU, prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. UDI: (01)10886705020485(21)m50a42439

Event description:
It was reported by the affiliate that during set up, it was determined that the fms connect device internet cable plugged in showing the rotations per minute on the pump. It was not supposed to light the right side of the display. During in-house engineering evaluation, it was determined that the default settings were present on the pump, the blue indicator light was shown indicating the interface cable was recognized by the test pump and was receiving power. There was no procedure involved. No additional information was provided.